Event description:
Customer reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump and assisted the customer with the process, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue arises again.